Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Without additional information regarding the event, the reported incorrect connection conservatively represents a potential breach in sterile technique and is therefore considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for setting up the homechoice for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient failed to follow therapy steps by performing the initial connection incorrectly. There was no patient injury or medical intervention associated with this event. No additional information is available.